Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device main motor was blocked, had seized and was rough running. The device also failed the following pre-tests: visual impression, check the tool coupling, check cannulation, check reverse locking mechanism, check air hose coupling, check function of soft mode switch, check triggers fwd / rev function, check for untrue running, check for excessive noise, check for air leak, check the rpm with speedometer, check the rpm with test bench, check starting behavior, marking & labeling, general condition and the check status of development. It was noted on the service order that the main motor on the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.